Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the complaint device revealed that the device was returned with the balloon protector still on the delivery system. The balloon protector had been retracted proximal to the balloon material and the balloon was unfolded and had been subjected to positive pressure. Functional analysis was performed, and the balloon was inflated; however, the balloon would not hold pressure due to a pinhole found in the balloon distal to the proximal balloon bond. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is cause not established since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and there is no evidence that the device was used in a manner inconsistent with the labeling.

Event description:
It was reported to boston scientific corporation that a passport balloon dilatation catheter was used in the ureter during a ureteroscopy (urs) procedure performed on (B)(6) 2018. According to the complainant, during preparation, it was noted that the balloon was not able to be inflated due to a tear. The procedure was completed with another passport dilation balloon catheter . There were no patient complications reported as a result of the event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.